Event description:
Customer reported the down button on the insulin pump was not responding and the device was stuck on suspend mode. Customer's blood glucose was 90 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The down arrow button did not respond due to a flattened button dome switch. The insulin pump was received with minor scratches on the display window, cracked display window corners, and a cracked reservoir tube lip.